Event description:
It was reported in an abstract of an unpublished article that a lead failure event occurred with a vns pt. The cause of the lead failure is unk.

Manufacturer narrative:
Abstract citation: pati, sandipan, r. Zimmerman, a. Thieler, j. Drazkowski, k. Noe, d. Shulman, l. Tapsell, s. Sabesan, and j. Sirven. 8 year-long term outcome of vagus nerve stimulation (vns) in refractory epilepsy. Epilepsia. (Abst. 1.131), 2008. Conclusions: long term efficacy and tolerability of vns is maintained over several years. Vns may be an efficacious and safe mode of adjunctive treatment that could be offered to pts with medically and surgically refractory seizures. There are no predictive clinical characteristics of who will respond to treatment.